Event description:
Ceiling suspended spring arm (model "77/79") broke from the column and fell down. Hit pt on knee, and personnel on head. No medication or treatment required, seemingly.

Event description:
Ceiling suspended spring arm (model "77/79") broke from the column and fell down. Hit pt on knee, and personnel on head. No medication or treatment required, seemingly.